Event description:
The customer reported that: tpch rp cardiohelp pressure inaccurate. (B)(6) 2022 - customer advised socket where the pressure sensor cable. Plugs into the back of the console, pressure readings on the prefilter. Side of the consumable were affected and grossly inaccurate when the cable was moved at the socket. Cardiohelp-I. Technicians remarks: visited the site. Found that pressure readings are inaccurate. After trouble shooting found that the connectors are not clean. So, clean the connectors with contact cleaner. Tested and found the device is working within specifications. Onetrack complaint ID: (B)(4).

Manufacturer narrative:
It was reported that pressure readings were inaccurate during treatment. No harm to any person was reported. A getinge service technician (fst) was sent for investigation and repair on 2022-06-24. The connectors between the sensorbridge and the connection cable for internal sensors were cleaned to solve the failure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. (Refer to respective service order report) the root cause was determined as a contamination of the connectors between the sensorbridge and the connection cable for internal sensors as confirmed by getinge service technician. Another connection cable for disposables was investigated by the getinge life cycle engineering on (B)(6) 2021. Deposit was detected on the cable socket during visual inspection. The most probable root cause was determined as wetting of the socket plane of the plug with salt-containing liquids (priming). Based on the results the reported failure "pressure readings inaccurate" could be confirmed. A service bulletin (issue 95 / 21-05-04) was published may 2021 to make the users aware that the contacts of the plug connections must not come into contact with cleaning agents, disinfectants or priming liquid. According to the instruction for use (cardiohelp, chapter 5.3 "connection the sensors") it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The customer will be informed about the results by the getinge sales and service unit. The customer will also be advised to store the cable on the holder at the sensor board or connected to the disposable. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.